Event description:
It was reported that the device's downstream occlusion seal was damaged. There was unknown patient involvement.

Manufacturer narrative:
B3, g4 unknown. One device was received for evaluation. Visual inspection verified the reported problem, as well as a damaged battery door. To conduct functional testing, the device was powered on. Upon power up, the device was unable to be switched on due to a burnt pwa. It was determined that the swollen dso seal was the root cause. To address the issues, the pwa, battery door, and dso seal were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.